Manufacturer narrative:
The device has not yet been made available to zoll for further investigation. Download data from the date of the event has been received and reviewed. The device download data shows that the lifevest was powered up for very short periods of time intermittently on the morning and early afternoon of (B)(6) 2014. The lifevest was shut down at 12:40:23 on (B)(6) 2014. The time of death was sometime between 1:30 pm and 7:30 pm. Per the download data, the lifevest was not powered on during this time. No treatable arrhythmias were detected on the day of the event. At this time, there is no indication tha the lifevest caused or contributed to the pt's death. Device manufacture date: monitor sn (B)(4), electrode belt sn (B)(4) - 07/2012. Device eval method: the device download and diagnostic data from the date of the event was reviewed.

Event description:
On (B)(6) 2014, a (B)(4) distributor notified zoll that they were contacted by the pt's physician, who reported that the (B)(6) pt passed away at home on (B)(6) 2014. The exact time of death is unk. The pt was last seen alive at approximately 1:30pm on (B)(6) 2014. The pt was found dead by the police at approximately 7:30 pm. The pt was reportedly wearing the lifevest when found by police. The pt's wife and son believe the device did not function correctly. The monitor reportedly showed a white screen when it was powered up by the police. The device is currently in the possession of the police and has not yet been made available to zoll for further investigation.